Manufacturer narrative:
Concomitant medical products: product ID 3037 , serial# (B)(4). Product type programmer, patient product ID 3 7092, serial# unknown. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient stated that the circumstances that led to the poor communication and return of symptoms was not resolved, they still have diarrhea unless they take diarrheal pills. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the programmer (pp) was ¿not working;¿ it was clarified that they had been seeing ¿poor communication¿ on their pp since july. It was also noted that they had a return of symptoms. They were unsure what month they began experiencing the return of diarrhea but thought it may have been before the issue with the poor communication. They attempted to connect with and without the pp antenna, but the issue did not resolve. The patient was sent a replacement pp and antenna to try, and it was recommended that they follow up with their healthcare provider if the new pp did not resolve the issue. The patient called three days later stating that the unit they were sent was still not working, and the device was not even helping. It was reviewed that they follow up with their healthcare provider to have the implant checked. No further patient complications are anticipated or expected as a result of this event.